Manufacturer narrative:
Investigation is still in progress.

Event description:
Customer had a sealed ambu spur ii adult resuscitator that did not have a mask in the sealed package. Patient condition was not affected, attempted to be used on a patient, but the nurse was unable to due to the missing mask. She had to go get another ambu bag from a different crash cart. There was a slight delay in patient care, but the patient's care was not affected.

Event description:
Customer had a sealed ambu spur ii adult resuscitator that did not have a mask in the sealed package. Patient condition was not affected, attempted to be used on a patient, but the nurse was unable to due to the missing mask. She had to go get another ambu bag from a different crash cart. There was a slight delay in patient care, but the patient's care was not affected.

Manufacturer narrative:
The sample was disposed by customer, neither sample nor picture is available for investigation, so visual inspection has not been performed. The reported failure cannot be verified. During the manufacturing of spur ii, there are two processes that can detect missing face mask. Firstly, in accordance with packaging procedures, one operator needs to attach face mask to the swirl connector. Then, the product will undergo packing and pouch sealing process. If a face mask is not assembled on the resuscitator, the operator of next process can easily detect it. Secondly, every spur ii kit undergoes 100% weighting, if face mask is missing, the weight of this kit will exceed the set tolerance, triggering a red light alarm and a buzzer alarm. And then the kit needs to be re-inspected before packing into carton. After packaging, the fqcs conduct sample inspection for each lot. We have reviewed all relevant production records and qc inspection records, no abnormality was found. The customer reported when they found the face mask was missing, the carrying bag was sealed. Based on above analysis, the causes of this failure might be that the face mask was omitted during packaging. But due to limited information the root cause is unknown. This failure has been defined in product risk file. In the IFU, it also states to inspect the accessories prior to use. It is easily detected before use. In this complaint, a new face mask was obtained. There was a slight delay in patient care, but the patient's outcome was not affected. A corrective action is already on-going to improve this issue, we will keep monitoring.